Event description:
It was reported that the purewick female external catheter were uncomfortable and it caused skin irritation to the patient. Patient also stated that they experienced leaks. No medical intervention was reported. Per follow up via phone on (B)(6) 2021,customer did not like the way the purewick catheter felt them and discontinued to use. Per follow-up on (B)(6) 2021, it was reported that the patient saw a doctor for the rash and received prescribed cream but did not know the name of the medication. The doctor advised not to use the system because the urine was causing the skin irritation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿dimensions not specified correctly and/or improper materials used assembly collapses under vacuum¿. It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The DHR review could not be performed without a lot number. The instructions for use were found adequate and state the following: "precautions: not recommended for patients who are: agitated, combative, or uncooperative and might remove the purewicktm female external catheter". Do not use barrier cream on the perineum when using the purewicktm female external catheter. Barrier cream may impede suction. Proceed with caution in patients who have undergone recent surgery of the external urogenital tract. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter. Maintain suction until the purewicktm female external catheter is fully removed from the patient to avoid urine backflow. It also states "recommendations: ensure the purewicktm female external catheter remains in the correct position after turning the patient. Remove the purewicktm female external catheter prior to ambulation. Properly placing the purewicktm female external catheter snugly between the labia and gluteus holds the purewicktm female external catheter in place for most patients. Mesh underwear may be useful for securing the purewicktm female external catheter for some patients. Change suction tubing per hospital protocol or at least every thirty (30) days". It also states "peri-care and placement: 4. With soft gauze side facing patient, align distal end of the purewicktm female external catheter at gluteal cleft. Gently tuck soft gauze side between separated gluteus and labia. Ensure that the top of the gauze is aligned with the pubic bone. Slowly place legs back together once the purewicktm female external catheter is positioned." Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the purewick female external catheters were uncomfortable, and it caused skin irritation to the patient. Patient also stated that they experienced leaks. Per follow up via phone on 14dec2021, customer did not like the way the purewick female external catheter felt them and discontinued to use. Per follow-up on 14dec2021, it was reported that the patient saw a doctor for the rash and received prescription cream but did not know the name of the medication. The doctor advised not to use the system because the urine was causing the skin irritation. Medical intervention was reported.